Event description:
The complainant has reported that a patient underwent a therapeutic colonoscopy for diagnosis and treatment. Three attempts (seperate clips) to utilize the resolution clip device to perform hemostasis in the colon resulted in the clip not extending from the sheath. The clips did not grasp tissue at the intended site. They did not deploy at all. Please note asscoiated medwatch reports: 6000048-2006-00143 and 6000048-2006-00144 (attached). A forth clip was successfully utilized to complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. The patient condition is noted to be 'ok'.